Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as: 2134265-2018-05944 and 2134265-2018-05821. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ hd imaging catheter and a pullback sled to view the target lesion. During the procedure, after using the opticross¿ hd imaging catheter several times, the inner catheter could not be retracted into the outer catheter. Moreover, automatic pullback could not be performed. The physician attempted to retract somehow, but eventually, the shaft was bent and usage of the device was discontinued. The procedure was completed with another of the same opticross¿ hd imaging catheter. No patient complications were reported and patient's status is stable.